Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 476 mg/dl. Troubleshooting was performed and caller was advised to push bubbles until air bubbles were no longer visible. Customer reported that insulin was room temperature when used. Caller reported that bubble sizes varied and had been occuring for a year. Caller was advised that trainer would be contacted.